Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed alert 32 indicating a delivery motor communication error, which persisted after restarts and prevented a rewind, and a replacement device was issued; the user reported hyperglycemia during the event and transitioned to injections while continuing cgm with dexcom g7. Symptoms included elevated blood glucose to 280 mg/dl for approximately 2¿3 hours without acute complications. Outcomes included temporary use of back-up therapy with no medical intervention or hospitalization. Investigation included device history review and technical support troubleshooting with restart attempts, shutdown guidance, data sync instructions, and replacement logistics. Investigation of this device revealed a suspected motor processor communication malfunction associated with the delivery motor subsystem, consistent with prior similar alerts. It was concluded that the cause was a product malfunction due to a component or communication failure within the delivery motor system.